Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. Fs cleaned the cuvette segment which was determined to be the likely cause. There have been no further reports of discrepant results since the fs site visit. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation, no systemic issue or product deficiency was identified for the architect c4000 analyzer.

Event description:
The customer reported falsely decreased sodium and calcium results generated on the architect c4000 on multiple patients. Example results provided: (B)(6) 2021 sid (B)(6) sodium = 105 / 137 mmol/l, normal range: 137-146 mmol/l. (B)(6) 2021 sid (B)(6) calcium = 4.0 / 8.9 mg/dl, normal range: 8.4-10.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(6).